Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) ¿ perforation and death; (no results available since no evaluation performed) ¿ device or procedural images not provided for review; (lesion morphology) ¿ calcified vessel, most likely contributed to the event. Conclusions: (inherent risk of procedure) ¿ perforation and death; (lesion morphology) ¿ calcified vessel, most likely contributed to the event. (B)(4).

Event description:
A resolute integrity drug eluting stent was implanted in the lad which was reported to be calcified with no significant tortuosity. The post angiogram after deployment of the stent looked good. A 3.50 x15 mm balloon was used to post dilate. Nine post-dilation attempts were performed. All inflations were completed with the same balloon and performed within the stent margins. Next angiogram showed large perforation and the patient¿s pressure dropped. An attempt was made to put a 2.0x20 mm balloon within the stent and inflate it. This was not successful and it was reported that the patient died. The area of perforation was identified as located around the stent circumferentially.